Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that an unknown alarm occurred which caused the patient to perform an at-home controller exchange on (B)(6) 2022. The patient was reported to be in a stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm activating and the controller being exchanged was confirmed via analysis of the periodic log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 17.5 days of data ((B)(6) 2022 - (B)(6) 2022 per the timestamp). The log file captured a backup battery fault alarm on (B)(6) 2022 at 12:33:54 at due to a load test failure; this indicated that the alarm activated on (B)(6) 2022 between 11:33:55 and 12:33:54. The alarm appeared to have resolved shortly after activating as the alarm was not captured on the next event on (B)(6) 2022 at 13:33:54. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery fault alarm activated and the conditions that caused the alarm to activate and resolve cannot be conclusively determined from this log file. The log file also captured that the driveline was disconnected and that the controller was disconnected from external power on (B)(6) 2022 at 12:33:54 when the backup battery fault alarm was captured; the controller remained disconnected from the driveline and external power throughout the remainder of the log file. The noted events are consistent with an alarm activating and the controller being exchanged afterwards. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The event log file downloaded from the returned controller contained approximately 2 hours of data ((B)(6) 2022 from 12:16:25 to 14:22:01 per the timestamp). The log file did not capture the controller being connected to power or to the driveline throughout the events. The log file captured the controller being turned on and being switched into sleep mode multiple times during the events. These events were captured after the controller was exchanged. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: wire fatigue on both power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller and the system controller power cables. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.